Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained when customer service followed up with the patient. The patient alleged that the meter read inaccurately since he first obtained it on (B)(6) 2015. He reported that on (B)(6) 2015 at 11:00 pm, he obtained an alleged inaccurate high blood glucose result on the subject meter of ¿188 mg/dl¿, compared to ¿140 mg/dl¿ on another meter (ot ultra), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). He reported that he administered an increased dose of ¿15mg insulin¿ after obtaining the alleged inaccurately high result. He alleged that on date/time unknown, he developed ¿hypoglycemia¿ with symptoms of ¿shaking¿ which he self-treated with more food and/or drink. No medical intervention was specified. During troubleshooting the csr established that the patient¿s meter had been set to the correct unit of measure. The patient had used an approved sample site ¿ his finger. However, the patient¿s testing steps had been incorrect as he had used the same drop of blood to perform the comparisons. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurately high result on the subject meter, administered increased medication based on the result he obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up #2: performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/19/2015). The patient¿s meter has been returned on 6/5/2015 and evaluated by lifescan product analysis on 6/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.